Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1: full event site name: (B)(6).

Event description:
Failed pim test during pm inspection sn failed pim test during pm inspection sn (B)(6), fsm_related device or procedure delay__c, fsm_describe incident__c, fsm_issue discovered__c. During use fsm_medical followup__c, fsm_patient user injury__. No indication of actual or potential harm or death (you are not made aware of any information related to harm of patient or user, or a clearly hazardous condition) fsm_patientinvolved__c. Cardiosave hybrid type "b" plug. Technicians remarks: /wd: (B)(6) 2024 /CT: getinge professional service plan /so1d (B)(6) 2025 /so2d (B)(6) 2025, /so3d (B)(6) 2024.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) has failed the pim test. There was no patient involvement

Manufacturer narrative:
Updated fields: b4, b5, b1,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , health effect ¿ impact codes), h11, b6 , b7, d5 , d10 , e1 ( initial reporter , event site email), e3 , e2, e4 , g2. Due to character restriction in block e1: e1 initial reporter name is (B)(6). Corrected field : h6 (medical device ¿ problem code) a getinge fse found the problem to be the safety disk. Fse replaced safety disk and completed pm including all functional and safety tests as per manufacturer specifications. The unit is now ready for clinical use.